Event description:
Patient was admitted to the hospital for repair of a fractured left wrist. The operation required the use of a plate with seven (7) screws to stabilize the fracture. Each screw has a guide device used to direct the screw into the bone. After the screw is inserted into the bone, the guide is removed. It was determined that this particular style of orthopedic device was not frequently used by our staff and was designed to have separate fast guides whereas other similar devices were designed with all of the fast guides connected together so that they were removed as a set rather than individually. Consequently, this device requires a separate count for each screw guide while the more frequently used device removes all of the screw guides at once. The or staff was not aware of this counting requirement with this device. A post-operative x-ray was taken to verify the placement of the plate. The x-ray revealed the presence of one of the screw guides. The patient was to return to the or and the guide was removed without complication.